Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 43-year-old patient was implanted on (B)(6) 2016 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2018 patient underwent a surgical procedure for biozorb removal. The surgical report indicates that a foreign body (previously placed marker) surrounded with benign fibrosis was removed together withe the adjacent scar tissue. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.